Event description:
The patient was intubated during code 500 in the cath lab during catheter based intervention. There was a positive response on the etco2 indicator as well as positive breath sounds in all lungs fields. The et tube was secured and the patient was connected to the pb 840. Approx 30 minutes later, respiratory therapy was called back to the cath lab and was told the ventilator was not working properly. When rt entered the cath lab the ventilator screen indicated "waiting for patient to connect." Nursing staff were manually resuscitating the patient with an ambu bag. Staff was troubleshooting the vent without success. The vent was turned off and turned back on re-setting all parameters and patient data, the ventilator after being connected still did not detect the patient connection. The patient was disconnected and manually resuscitated once again. The vent was removed and a new ventilator was placed on the patient. The patient survived and was transferred to the ICU.